Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 14 devices were reported to be involved. Due to the high quantity reported, please confirm: did all 14 device broked during ligation during this procedure? The sutures in the same box easily broke, but another suture from another box did not so, so 14 devices in the same box were reported. If other, please provide additional details. Please perform and document the follow up attempt for product return. The device will be shipped. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) hiromi tokuyama. Qty to be returned: 14 => 17. Qty of product involved: 14 => 17. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown cardiovascular procedure on an unknown date and suture was used. The suture was broken during ligation. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided additional information has been requested.